Event description:
The plunger has disengaged from the orange bung and therefore, the patient did not receive the insulin [device malfunction]. Hospitalization due to diabetic ketoacidosis [diabetic ketoacidosis]. Case description: this spontaneous case received from the (B)(6) was reported by a diabetes nurse specialist as "hospitalization due to diabetic ketoacidosis" and "the plunger has disengaged from the orange bung and therefore, the patient did not receive the insulin", concerns a (B)(6)-year-old-female patient treated with novomix 30 penfill (dual acting insulin aspart) and novopen 4 (insulin delivery device) (start and stop date unknown) for type 1 diabetes mellitus. Patient's height: not reported. Medical history includes type 1 diabetes mellitus (since 1955) an was on insulin (unspecified ) for 58 years. On an unknown date, the patient was admitted into hospital following a diabetic ketoacidosis episode. Novopen 4 had been given by a practice nurse and she experienced problems, the plunger has disengaged from the orange bung and therefore, the patient did not receive the insulin. The reporter thought that the plunger was not engaging with penfill cartridge, and so was not able to administer novomix 30. Action taken to novomix 30 penfill was reported as unknown. The over all outcome was reported as unknown. Reporter comment: the reporter thought that the plunger was not engaging with penfill cartridge, and so was not able to administer novomix 30.